Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 14, 2021, olympus medical systems corp. (Omsc) received the literature titled "outcomes and loop pattern analysis of a road-map technique for ercp with side-viewing duodenoscope in patients with billroth ii gastrectomy". This study was conducted on the endoscopic retrograde cholangiopancreatography (ercp) for 113 patients with billroth ii gastrectomy. In the literature, it was reported as follows; between january 2003 and december 2019, patients with a previous billroth ii gastrectomy who underwent ercp were retrospectively reviewed. The ercp was performed using a side-viewing duodenoscope (jf-260v or tjf-260v), bendable-tip cannula (swingtip), and other company products (balloon catheter, sphincterotome, cannula, and needle knife). Ercp-related adverse events occurred in 8/113 patients. Duodenoscope-related perforation 3 patients, pancreatitis 3 patients, cholecystitis 1 patient, and transient respiratory failure 1 patient. Pancreatitis, cholecystitis, and transient respiratory failure were not reported detailed information. The perforation 3 patients were reported as follows. In two patients, perforation occurred because of a misaligned axis between the duodenoscope and the jejunum when the duodenoscope was pushed from the inferior angle of the proximal jejunum upward toward the ligament of treitz, thereby creating a large u-loop. In another patient, perforation occurred while turning the duodenoscope tip to solve a reverse gamma loop, which had formed near the ligament of treitz.. No procedure-related mortality was observed. Omsc assumes that 3 patients of duodenoscope-related perforation were a serious adverse event to submit. Based on the available information, specific information on the subject device was not provided. There is no description of the device's malfunction. Omsc will submit two medical device reports (MDR) of the subject device for the adverse event. One is two patients of perforation occurred because of a misaligned axis between the duodenoscope and the jejunum. Another is perforation occurred while turning the duodenoscope tip to solve a reverse gamma loop. This report is 1 of 2 reports for perforation.